Event description:
It was reported that during the implant of the right ventricular (rv) lead, it was positioned in the his bundle region initially, however high and unstable threshold measurements were noted and due to respiratory variation. The lead was removed and placed in the ventricle. In the ventricle position the lead exhibited the same issue and upon attempting to remove the lead the physician was not able to remove the lead and believed it was possibly entrapped in the chordae. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.